Manufacturer narrative:
Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. In this case, the patient will require intervention to treat the valve. Based on the available information, the root cause for the ppm and stenosis remains indeterminable. However, it is likely that patient related factors and procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 23mm aortic valve was failing after an implant duration of 5 years, 6 months due to very high gradient as a result of severe patient prosthesis mismatch. A valve-in-valve procedure was initiated and a thv device was prepared but aborted because later it was decided not to implant any devices. The patient will be referred for surgery for possibly replacement using a larger valve. All three leaflets were functioning normally without restricted motions. The patient will be medically manage. No device malfunction of the surgical valve was alleged. The patient was discharged.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.